Event description:
It was reported that the user observed a prolonged continuous glucose monitor elevation up to 260 mg/dl for several hours followed by a low reading of 64 mg/dl for approximately 10 minutes while using the ilet system; no confirmatory fingerstick measurements were performed despite education provided on cgm lag and the need to verify with a blood glucose meter. Customer care provided troubleshooting with education on sensor lag and the importance of fingerstick confirmation. Investigation of this case revealed no confirmed device malfunction and that cgm delay could explain the observed discrepancy and timing of readings. Symptoms included anxiety and irritability. Outcomes included missed dose. It was concluded that the event represents hyperglycemia and subsequent possible hypoglycemia with cause unclear, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.